Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, it was determined that the image was distorted when angulation was performed, and the insertion tube had a heavy dent (bump). Additionally, the evaluation revealed the following findings: body control unit was invaded with fluid due to a leaking biopsy channel, adhesive on bending section cover (a-rubber) was chipped/lifting, adhesive on bending section cover (a-rubber) was leaking due to cut and hole, reduced angulation, the scope connector was rattling due to missing and loose screw, the charge-coupled device (ccd) shrink tube had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Company representative, on behalf of the customer, reported to olympus that during preparation of use for an unspecified procedure, the evis exera iii bronchovideoscope displayed blurry lines when the device was plugged in. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported distorted and observed flickering image issues could not be determined, however, the issues were likely the result of water leakage into the device due to user handling, causing an intermittent electronic component malfunction. The event can be detected/reduced or prevented by following the instructions which state: ¿- inspection of the endoscopic image" "- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿- if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿- if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.